Event description:
It was reported that 3ml bd syringe was recognized as a 10ml syringe. The syringe was programmed in the pump manually using guardrails drug library. The reported syringe was a bd 3ml ref (B)(4) , barcode #: (01) 00382903065448, expiration date: 08/31/2027, & lot #: 4260587. There was patient involvement but no harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had syringe volume discrepancy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.